Manufacturer narrative:
This event is recorded with zimmer biomet under cmp-0921445. This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor speeds were erratic, various parts were damaged, and the device was out of calibration. The motor, switch, plug harness, control bar, spring seal, reciprocating arm, caps, bearings, shafts, screws, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device needed to be repaired on an unknown date at an unknown time. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. During device evaluation, it was discovered that the motor speed was erratic.